Event description:
It was reported that after the implant of this pump the patient did not feel any relief and the patient¿s spasticity level increased. The patient did have high benefit from therapy with her previous pump. A catheter contrast study and pump roller study were performed in order to ensure everything was ¿ok¿ with the system. However, the patient¿s status did not change and the physician decided to replace the pump. There was no injury or harm noted to the patient. The patient outcome was not reported. This device system delivered lioresal. The pump was replaced on (B)(6) 2015. Additional information was requested for troubleshooting results, catheter involved, and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8709sc, lot# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was further provided that the latest dosage was 300 micrograms (mcg) simple continuous program with a concentration of 750mcg per milliliter (ml). The lot number of the catheter was not available. Cerebrospinal fluid (csf) backflow had been seen during the replacement operation. But during the operation, physician "aspirated hardly" to get csf backflow for the first time and then csf flew normally. The patient was now receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4).